Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: on investigation, moisture intrusion was evident in the battery compartment and the pump failed to power up using the returned caps. Functional testing was unable to be completed due to the power issue and the alleged display issue was unable to be fully investigated. No conclusion can be drawn. No damages to the pump casing were found and the pump passed a leak test. Pump casing was opened, there was no evidence of internal moisture intrusion and the display screen was undamaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. Reportedly, the screens could not be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. Reportedly, the screens could be read/maneuver safely and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.